Event description:
The charge nurse alleged the pt's family reported to the nurses' station that the pt was lying in the bed and the bed suddenly dropped down. The pt stated it, "hurt a little bit". The pt's incision telfa dressing has 1"x1/2" red stain but no active bleeding. No other info was provided by the facilities risk mgmt/legal dept. The technician inspected the bed and could not duplicate the issue.